Manufacturer narrative:
UDI : (B)(4). The device was returned for evaluation. The valve was visually inspected; biological debris was noted inside the valve mechanism. The position of the cam when valve was received was 150mmh2o. The valve was tested for programming and failed the test; the cam mechanism did not move during the programming process. The valve was dismantled and was examined under microscope at appropriate magnification: the cam mechanism was moved. The valve was retested for programming and failed the test; the cam mechanism did not move during the programming process. Biological debris was found on the cam mechanism, and on the base plate. The cam magnets were tested, passed. A review of manufacturing records found that the device conformed to specification when released. The root cause for the programming problem and occlusion is due to the biological debris found on the spring on the spring pillar on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the base plate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve could not be programmed and the lumber catheter separated after implantation and the valve and catheter were revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. The pressure setting was not able to be changed. It was reported that separation of a lumber catheter occurred. The valve and the catheter were replaced with other products. There was no surgical delay and there was no adverse consequence to the patient. No further information was provided by hospital. The product will be returned to your site.